Manufacturer narrative:
Patient information is unknown. Date of event is unknown. It is unknown if screw was implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unavailable. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on an unknown date, a screw broke. It is unknown if another screw was used to complete the procedure. Surgical outcome is unknown. There were no reported patient consequences. This report is for a 4.0mm titanium (ti) cannulated screw short thread/50mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: DHR for sterilistation only: part: 407.650s, lot: l739918, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: january 23, 2018, expiry date: january 01, 2028 . The device history record shows this lot of (B)(4) product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. DHR for manufacturing: part: 407.650, lot: l695247, manufacturing site: grenchen, release to warehouse date: december 11, 2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-x specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was a fifteen (15) minutes of surgical delay. All fragments were removed from the patient.